Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4068 implantable pacing lead - 2003-(B)(6); 5071 implantable pacing lead - 2003-(B)(6). (B)(4).